Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported during a lasik flap procedure of the right eye an incomplete dissection occurred. The reporter indicated the flap was complete to about eighty percent. The patient interface was exchanged, and the flap procedure was completed on the same day. No further complications were reported.

Manufacturer narrative:
The system service history shows that the laser was verified successfully prior to the date of treatment. Log file review indicates the reported patient was the first patient of the day. The user prepared six treatments for this patient, two of them were cancelled during preparation phase by the user through deactivation of the suction. The other four were performed successfully. All the four treatments were finished successfully without issues. Only one treatment shows several attempts to position the suction ring and to achieve valid suction values before the treatment can be started. No abnormal deviations between planed and measured energy can be identified. The used energy settings for the treatment are lower than the recommended range. No further issues can be identified. The reported treatments were performed completely. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. A potential contributing factor may have been decentered/inappropriate docking or the low energy settings the manufacturer internal reference number is: (B)(4).